Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. The customer reported that device 'did not have any suction from the start'. Visual inspection of the device would suggest otherwise, as the distal tip showed evidence of wear from continued activation and the suction tube had procedural debris remaining within, indicating that at one point, the device was functioning as expected. There was evidence of procedural debris around the active tip and on closer inspection, a possible blockage in the suction hole of the active tip. The device was connected to a suction unit and failed to extract any saline over the duration of 1 minute, confirming the original complaint that device 'did not have any suction'. The device was also activated in free saline with suction applied at -700mmhg, and the blockage remained. Internal inspection revealed no obvious faults in the manufacture of the suction path, although leak test did detect that there was a leak at the potted section within the device handle. The leak detected may have contributed to a pressure drop at the distal tip during use which, may have contributed to the tip becoming blocked at some point during the procedure. Sectioning of the device determined that the blockage was located within the distal tip of the device. Further investigation into leaks within the device handle is being conducted under a supplier CAPA (cap-(B)(4)). This investigation work is being coordinated by the CAPA team and once this investigation has concluded an updated report will be added to the complaint file and sent to the customer. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. DHR review: part number: 225370; supplier lot number: u1504029; release to warehouse date: 5/18/15; manufacturing date: 5/7/15; expiration date: 3/31/18; supplier: (B)(4); manufacturing site: (B)(4). (B)(4).

Event description:
It was reported that during a shoulder arthroscopy the electrode did not have any suction from the start according to nurse. The electrode was replaced by another one that worked fine.